Event description:
Related manufacturer reference number: 1627487-2022-02317. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in both of patient's leads. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the leads were explanted and replaced to address the issue.